Event description:
It was further reported that there were no issues noted with the device prior to use. There were no problems or unusually high forces when removing the device from its packaging hoop. The balloon was completely inflated during preparation at nominal atm. The balloon was deflated with the inflation device several times to deflate the inflated balloon.

Event description:
It was further reported that there were no issues noted with the device prior to use. There were no problems or unusually high forces when removing the device from its packaging hoop. The balloon was completely inflated during preparation at nominal atm. The balloon was deflated with the inflation device several times to deflate the inflated balloon.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure a balloon deflation issue occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the >45 and <90 right coronary artery. The 2.0 x 12mm maverick mr 2 balloon catheter was being prepared on the table and after inflation, it would not deflate. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR.: a visual examination identified contrast media within the balloon which is evidence of use. Shaft damage was also noted i.e. Rippling/bumps were present on the outer lumen 35.8cm and 40.3cm from the catheter tip. Tip damage was identified i.e. The tip was slightly pushed back which indicates resistance during advancement. The guidewire exchange port was stretched which is consistent with excessive guidewire manipulation during use. The inner and outer lumen were stretched down which is consistent with applied tensile forces to the device during use/handling resulting in each lumen reducing in size. A 0.014 inch guidewire was advanced however it would not pass through the guidewire/inner lumen due to the shaft being stretched down however, there was no obstruction within the guidewire lumen. There were no issues with the balloon. A microscopic examination of the proximal weld confirmed no issues. The outer diameter of the proximal weld was measured and was within the specification. An attempt was made to inflate the returned balloon however due to the returned condition of the device i.e. Stretched down lumen, it was not possible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).